Event description:
It was reported the customer had a no delivery alarm while delivering insulin. The customer's blood glucose was 206 mg/dl. Customer stated insulin was able to exit with a fixed prime. The customer also reported their cannula was not bent upon removal of their infusion set. The customer was advised their site may be occluded. The customer was advised to monitor their site. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.